Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, the j-tube, the aw-tube and the aw-cylinder had foreign objects. Based on the findings, it is likely that the insufficient or incorrect reprocessing scope was used for next procedure. The foreign material could not be removed, even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Further inspection findings included s-body had a crack, the water tightness was lost due to the damage on the u/d knob. Due to wear of angle wire, the play of u/d knob was out of the standard value. Due to wear of angle wire, the play of r/l knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Lastly the connecting tube had a scratch. The instruction manual operation manual state: the instructions for use state: warning "the events can be detected and prevented in accordance with the following IFU. The instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events." A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
A colonovideoscope was returned to olympus for annual inspection. During the inspection, the following reportable malfunction was identified: foreign objects were found in the j-tube, aw-tube and aw-cylinder. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.